Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported the gamma nail broke. It was reported that the product was implanted by another physician at another facility. Patient came in for a hip conversion. Patient was revised, product was removed. Revision surgery was completed successfully.